Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by reloading another cartridge and was able to resume insulin delivery.